Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 4 message. Lifescan canada was unable to contact the patient by phone to obtain more information. There was no answering system to leave a message. Lifescan canada later spoke with the patient. The patient was feeling tired at the time of concern. They continued their usual diabetes treatment regimen of diet and glyclazide. They were unable to obtain a result on the reported meter on sunday night or the next morning. They took no action to affect their blood glucose level following attempted use of the meter. They went to the ER to have a reading taken, as they had been having elevated readings lately and were experiencing headaches. A result of 15.9mmol/l (converts to 286mg/dl) was obtained on the ER device. They attempted to test with the reported meter by using a drip of blood from the same finger stick performed in the ER and obtained an error 4 message. They received no treatment and was released to home. The patient had obtained othe relevated meter readings prior to the time of concern. There is no indication that the product contributed to the patient's hyperglycemia at the time of concern. The customer care representative (ccr) confirmed that the product was used within the system operating temperature range, the test strips were in good condition, and the patient's testing technique was correct. The ccr was unable to resolve the error 4 issue. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.

Event description:
One touch ultra meter was prompting the error 4 message. Lifescan was unable to contact the pt by phone to obtain more info. There was no answering system to leave a message. Lifescan later spoke with the pt. The pt was feeling tired at the time of concern. They continued their usual diabetes treatment regimen of diet and glyclazide. They were unable to obtain a result on the reported meter on sunday night or the next morning. They took no action to affect their blood glucose level following attempted use of the meter. They went to the ER to have a reading taken, as they had been having elevated readings lately and was experiencing headaches. A result of 15.9 mmol/l (converts to 286 mg/dl) was obtained on the ER device. They attempted to test with the reported meter by using a drop of blood from the same finger stick performed in the ER and obtained an error 4 message. They received no treatment and was released to home. The pt had obtained other elevated meter readings prior to the time of concern. There is no indication that the product contributed to the pt's hyperglycemia at the time of concern. The customer care rep (ccr) confirmed that the product was used within the system operating temperature range, the test strips were in good condition, and the pt's testing technique was correct. The ccr was unable to resolve the error 4 issue. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and test strips were replaced.